Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis. No product was returned, hence visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. If more information is received, this investigation will be reopened.

Event description:
It was reported that revision surgery was performed due to pain.